Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-15942. Related manufacturer reference number: 2017865-2019-15947. Related manufacturer reference number: 2017865-2019-15948. It was reported that the patient passed away and cause of death was unknown.